Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: reboots were observed in the black box download. Battery compartment is cracked alongside of pump and below bumper pad. Battery cap was not returned with pump for investigation. A test cap used for testing purposes. Pump exercised 24 hours with test cap with no power issues occurring. Pump leaks at battery compartment. Pump opened and moisture damage found on printed circuit boards.